Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The customer troubleshot with technical support and was provided with part number. Provided parts ID for the ui assy, 2nd gen, and discussed installation to include installing 2.10 software. Provided 2.10 software. The customer ordered the second generation user interface assembly and upgraded the software to 2.10 for compatibility. The equipment is repaired and fully functional.

Event description:
It was reported that the display was dim. No patient involvement.